Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap threads were stripped. The returned battery cap was unable to fit securely to power on the pump, duplicating the power issue. A test battery cap was used for all testing. The pump powered on with the test cap and was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, the display was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.